Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving hydromorphone (2.5 mg/ml at 0.8510 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was no longer helpful on (B)(6) 2016. The clinical diagnosis was loss of efficacy with pump therapy. It was noted the decrease in pump meds only elevated the patient's pain "a little" and wanted to continue weaning and fill with saline. The patient doesn't believe the pup is helpful for their pain. On (B)(6) 2016, the pump was filled with saline and therapy was suspended. It was noted the event was related to the device or therapy. The patient's weight was (B)(6) lbs and the issue resolved without sequelae on (B)(6) 2016.